Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the stuck button alert. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting for keypad anomaly. Customer reported that they received a sensor updating, calibration not accepted alert and change sensor alert. The customer stated that the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.